Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and (B)(4) microscope with the following issue noted: loose pull-cap in original un-opened package. Functional tests were performed such as leak testing, clear passage testing, clamp function testing, torque engagement, and integrity of seal surface testing with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap was disconnected from the patient connector of a minicap transfer set. This was observed before opening the pouch. No additional information is available.